Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump has been exposed to moisture damage. It was also reported that customer is experiencing high blood glucose levels. Customer stated that the cannula is bent as well. Customer's blood glucose reading was 455 mg/dl. Nothing further reported.

Manufacturer narrative:
One opened quick-serter was inspected for locking and proper operation and an insertion test was performed using a new lab quick-set onto rubber skin. The quick-serter failed per inspected and the barrel wall were found with excessive glue from the quick-set tape.